Event description:
A customer reported getting inaccurately high readings on her adc meter and as a result, experienced a hypoglycemic event when she lost consciousness and was admitted to the hospitalized in coma. The customer reportedly compared readings from her adc meter to the lab results and identified the adc meter readings were 3-4 units higher than the lab results. The customer compared readings of 13, 6.5 and 6.8 mmol/l from adc meter to the lab results of 9, 4.6 and 4.0 mmol/l. The results when plotted on parkes error grid fell into a "c" zone showing the difference in values being clinically significant. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The reported meter was returned for investigation. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were not found in meter memory.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (0984312) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.